Event description:
Customer reported an inaccurate tidal volume from the as3000 anesthesia delivery system. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included readjusting the drive gas regulator. System was tested to factory specifications.